Manufacturer narrative:
The software investigation was unable to determine probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transsphenoidal procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that during the navigate task, the system shutdown on its own. The site restarted the system and the issue was resolved. The surgery was completed with navigation and there was no impact on patient outcome.